Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. OEM (original equipment manufacturer) review of the device history record showed all records the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device was received and evaluated at olympus san jose service repair center. A visual inspection on the as is received condition of the device was performed. The device was returned in a white rectangular box. The condition of the white box has several deep horizontal creases as well as a portion that appears punctured. The corner edges of the white box are also severely worn which could have been caused by heavy impact. Inside the white box contained the tray which was accompanied by some bubble wrap at the bottom of the tray and a manual which was taped to the lid of the tray. Multiple cracks on one of the corners of the lid were determined. It appears there are no missing parts of the lid of the tray where the cracks are located. The tray inside was inspected and the tray appears brand new as it is still covered in plastic wrap. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported , during device receipt inspection, the lid to the tray was observed to be damaged. There was no patient involvement on this reported event. No user injury reported.